Event description:
Additional information received confirmed the cause of the event was a fall. The lead migrated. All impedance measurements were within normal limits. The patient outcome was noted as no injury.

Event description:
It was reported that the patient was very happy with his stimulator for about a year, but he had a few falls and thinks it caused the lead to migrate. Reprogramming was unsuccessful to restore relief. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3487a-56, lot # v325065, implanted: (B)(6) 2009, product type lead; product ID 3487a-56, lot # v324279, implanted: (B)(6) 2009, product type lead. (B)(4).